Event description:
Per the clinic, the patient has been a non-user for 15 years due to performance decrement with the device use. The patient also developed a minimal palpable swelling over the implant magnet site. Troubleshooting attempts cannot be performed due to lack of connectivity to the internal device. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.